Event description:
It was reported that health care professional (hcp) would like to review the patient reports. The device was checked, and high right atrial (ra) thresholds and loss of capture were observed. The patient was referred to the clinic for further evaluation. Currently, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that that technical services (ts) was contacted to determine if this right atrial (ra) lead presented capture. Ts was unable to determine if there were true instances of loss of capture (loc) due to the presence of pre-atrial contractions. Ts recommended threshold testing and further lead evaluation. Currently, this ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this ra lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that ra non-capture was confirmed. Furthermore, the right ventricular (rv) lead was damaged during ra lead explant. As a result, the rv lead was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that technical services (ts) was contacted to determine if this right atrial (ra) lead presented capture. Ts was unable to determine if there were true instances of loss of capture (loc) due to the presence of pre-atrial contractions. Ts recommended threshold testing and further lead evaluation. Currently, this ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this ra lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.